Event description:
Additional information was received that this device was explanted for battery depletion. No adverse patient effects other than the procedure were reported.

Event description:
Boston scientific received information that this device showed less than 6 months of battery longevity remaining with a magnet rate of 90. In (B)(6) 2011 the magnet rate was 100. The local health care provider that checked the patient stated they thought they saw a magnet rate of 85. The device was expected to be changed out in the near future. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.